Event description:
During a robotic assisted ventral hernia repair on (B)(6) 2023, the large suture cut needle driver was reported to have the jaws not close properly during procedure. The robotic needle driver was removed from field, replaced with a new instrument, then tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.